Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a sympathectomy four months after receiving the s-ICD. A chest x-ray was performed and it revealed that this electrode had migrated and the tip was approximately 2-3 cm below the initial placement site. The patient was unaware of any issue and no therapy was needed since the system was implanted. A revision was performed and it was noted that at both sites, the sutures had pulled away from the fascia. The suture sleeve was still securely fastened to the electrode at the initial site of attachment. The physician re-sutured the electrode back to the original position. Defibrillation threshold (dft) testing was performed and the device was operating normally. No additional adverse patient effects were reported. The patient is rugby player and had resumed competing four weeks after the s-ICD system was implanted. The physician believes that the migration of the electrode was due to the patient's physical activity and not due to a malfunction of the electrode.